Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The fit was perfect, but this is the 4th one that has separated. The soft and hard pieces. The doctor's brand was more expensive for a single piece where as with you get 2 per pack, but if they don't last then not worth the savings.